Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6). The patient alleges the breakthrough pulmonary embolisms occurred, as well as, filter thrombosis post implant. Therefore no attempt to retrieve the filter has been made and it remains implanted. Argon¿s attorneys are attempting to gather additional information.